Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user reconnected to the ilet after several days off therapy and perceived that the pump was not delivering sufficient insulin, noting very small automated doses and needing to announce multiple meals to achieve desired dosing; the user reported hyperglycemia with values over 400 mg/dl for a couple of hours, denied ketone testing, and declined confirmatory fingerstick testing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention and no use of backup therapy. Investigation included customer counseling on expected time to correct marked hyperglycemia and recommendation to replace the infusion set to rule out cannula or occlusion issues; the user reported changing the set. Investigation of this case revealed no alarms, no occlusion confirmation, and no evidence of device shutdown, with behavior consistent with conservative automated insulin delivery during recovery from marked hyperglycemia after time off the system with no replacement therapy utilized. It was concluded, based on previously established findings for similar reports, that the cause was likely physiological recovery from prolonged hyperglycemia and system safety modulation rather than a device malfunction.